Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad buttons were intermittently unresponsive with tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were normally responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The audio bolus button cover was found to be torn. The audio bolus button was found to be normally responsive.